Event description:
It was reported that the patient presented to the clinic with a device that reported variable r-wave amplitude measurements. The rv capture threshold had increased as well. The lead was capped.

Manufacturer narrative:
.